Event description:
Event #1: leaking IV tubing that was hung on [redacted date] at 1430. On-going issue with IV leaking IV tubing. Assessed IV tubing during care time and noticed the subtle leak at y site. Ordered new IV fluids from pharmacy and changed the IV tubing. Event #2: baxter tubing running il via PICC found leaking at y site. Reported to provider, line discontinued, switched site out to medline. Tubing saved. Both from lot number (10)r23a10154. Baxter notified on [redacted date]. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Ongoing since 2022, meeting weekly to review new events.